Event description:
It was reported that the patient experienced a brief ¿spasm¿ intermittently when lying on the left side. The amplitude on the left ventricular (lv) lead was decreased and the lead remains in use. It was noted that the patient is taking part in the product (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).